Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary; (b)(45) the full lead was returned and no anomalies were found. There was blood present on/in the helix mechanism.

Event description:
It was reported that the lead had high impedance and sensing difficulty. The lead was not used and a new lead was implanted. No patient complications were reported as a result of this event.